Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found one of two needles separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer advised the sensor remained on the pedestal. Customer advised the sensor liner was tugged inside the serter and caused the sensor to separate from the base. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.